Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow-up in clinic, inappropriate mode switch due to far-field r-wave oversensing was noted on the implantable cardioverter defibrillator and right atrial lead. Programming modifications were performed successfully. The patient¿s condition was stable.